Manufacturer narrative:
Concomitant medical products: 50ml bd syringe; 60ml monoject syringe; therapy date (B)(6) 2016. The customer¿s report of an underinfusion was confirmed in the pcu event log. The pcu event log showed that at 6:37 am on (B)(6) 2016 the pca module was programmed to infuse morphine continuous drip 55mg/55ml. At 7mg/hr which made the rate 7ml/hr. At 2:25 pm, the infusion stopped because the syringe was empty. At 2:39 pm, the device was programmed for an infusion of morphine palliative care 5mg in 1ml. The continuous dose was 7mg/hr which made the rate for this infusion 1.4ml/hr. At 9:23 pm, the device was channeled off. The volume recorded as being infused from the time the syringe was changed at 2:39 pm to the time the device was channeled off at 9:23 pm was 9.4096ml. The root cause of an underinfusion was identified as user programming. Devices not received, log review only.

Event description:
The customer reported morphine 1mg/ml was to infuse at 7 ml/hr as pca continuous when started at 2:43 pm. However, at 9:20 pm, only 5.5 ml had infused over the 6 hours instead of the expected 42 ml. The patient was "nonresponsive" and on comfort care measures when she passed away; no patient harm is alleged as a result of the event. The customer is requesting a log review to confirm the programming.